Event description:
A surgeon reports the posterior capsule tore during surgery. As a result, the intraocular lens was placed in the sulcus. Following surgery, the patient presented with elevated intraocular pressure. The surgeon decided to perform a lens exchange and vitrectomy. Another lens model was successfully placed in the sulcus. In a follow-up, the surgeon reports the lens in well-centered, but the cornea is still somewhat hazy.

Manufacturer narrative:
The complaint device has not been returned for evaluation. Additional information was requested and received.